Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the distal cover likely fell off of the device by one of the following factors: a) the distal cover was improperly attached to the device. B) the distal cover had cracks and/or pin holes. C) the distal cover was broken due to adherence of chemical such as anti-fog agent. D) the cover was pushed obliquely while attaching to the device, which led to breakage of the cover and the state of the cover easy to fall off. E) intense stress was applied to the distal end during the intended procedure such as friction by twisting and/or pushing/pulling the device in the patient¿s body cavity, or the like. The stress was more intense than the stress by pulling/twisting at inspection prior to use. However, an exact root cause could not be determined as the subject device was not returned for evaluation. IFU (operation manual) states about attachment of distal cover as below. Important information ¿ please read before use: precautions: warning. - never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endo therapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. - never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: caution. Do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover or the endoscope. These products may cause cracks in the single use distal cover. If a single use distal cover with cracks is used, it may cause patient injury such as: thermal injury from electric current leaks when performing high-frequency cauterization treatment. Damage or cuts to the mucosal membrane from sharp edges due to the cracks on the single use distal cover. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: warning. Detach the single use distal cover from the distal end of the endoscope when the single use distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. With a new single use distal cover, repeat step 1 through 4. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endo therapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. IFU (operation manual) states about inspection prior to use of distal cover as below. 3.4 inspection of accessories: inspection of the single use distal cover (maj-2315): warning should any irregularity be observed when inspecting the single use distal cover, do not use it. A single use distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the single use distal cover could cause patient injury and this could result in thermal injury when the endoscope is used with high-frequency endo therapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer reported that the tip must have fallen off during the procedure, but it was discovered in the recovery room area. The condition of the patient was not impacted by the failure. The procedure was therapeutic. The procedure was completed. The issue was not identified until after the procedure was completed. The procedure was not prolonged. The patient's anesthesia or sedation was not extended. The procedure did not need to be cancelled or postponed. Suction was used to remove the cap from the oral cavity. There were no other devices connected to the subject device when the failure occurred.

Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera iii duodenovideoscope, disposable (endoscopic retrograde cholangiopancreatography) ercp scope tip was found in patient's oral cavity upon suctioning in recovery. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event.